Event description:
It was reported that the impactor broke. No foreign pieces were retained and no pieces fell into the patient. The surgical technique was utilized. There was no surgical delay. All available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified signs of repeated use (nicked/gouged) and the instrument is fractured/cracked. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.